Event description:
Pt avle to manuever until they get their arm, shoulder, and sometimes their neck and head over the siderail of the bed. "Scooching" against the canopy until they are laying on the siderail.